Manufacturer narrative:
(B)(4). A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the reagent probe b was leaking. The fse performed repairs by replacing the vacuum valve (valve-solenoid) which resolved the issue. (B)(4).

Event description:
The beckman coulter (bec) field service engineer (fse) determined that there was fluid which had leaked under the reagent probe b of the unicel dxc 800 pro synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.